Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent separation was unable to be confirmed as the stent remains in the patient anatomy. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal iliac artery. After implanting an 8 x 60 mm absolute in the iliac, an 7 x 40 mm foxcross was used for post-dilatation; however, the balloon ruptured at 10 atmospheres. A guiding catheter was being advanced through the stent implant to access the carotid artery when the stent implant fractured and the distal portion of the stent implant attached to the guiding catheter. An attempt was made to retrieve the separated portion of the stent implant by inflating a balloon inside the stent; however, it was brought down to the abdominal aorta and over-inflated in the aorta. The proximal portion of the stent implant remained in the iliac. There was a clinically significant delay in the procedure due to the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: supracore. Inflation: merit. Guide cath: mp 8f. Sheath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The foxcross pta cath, referenced is being filed under a separate manufacturing report number.